Manufacturer narrative:
UDI - not required until 09/2016. Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of the retention samples from the reported product code/lot# combination. Microscopic inspection revealed no defects. A review of the manufacturing inspection records was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up. Device not returned to manufacturer.

Event description:
The user facility reported the surflash device broke in the animal patient's vein during removal. Follow up communication with the user facility on 6/29/2016 reported: the vet tech stated broken catheter was noted while removing the catheter at the conclusion of surgery; she stated there was no leakage noted during placement, which was approximately 2-3 hours; there was no evidence of interruption of meds being delivered throughout the surgery; she stated when the other tech was removing the catheter, which had been covered with vet wrap throughout placement, the tech called her over because she saw that the catheter had come apart, with the distal portion still protruding, so she was able to retrieve the piece before migrating under the skin; she stated almost the entire length had disconnected and there was only a very small piece of catheter remaining at the hub portion; the vet tech said "they had discarded the broken catheter"; she stated she might have been the tech who placed the catheter, if so, she did not have any problem, as she loves using the surflash; she stated she was the only tech who uses them, as the other techs have trouble placing them, so they use surflo instead; it was reported there was no impact to the animal patient; the animal patient is fine; and the surgery went well.

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the evaluation results for the returned 29 unused samples. The actual device was not returned to the manufacturer for evaluation, however 29 unused samples from the reported product code/lot number were returned to the manufacturer for evaluation. Visual and microscopic inspection of the unused samples revealed no defects. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.